Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery depleted from 45% to 5% within one night and the pump ultimately shut off. The customer's blood glucose was 135 mg/dl. Reportedly the customer continued to use the pump for insulin therapy. The customer also had manual injections available.